Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following a fall, the patient's leads had migrated and were dislodged. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. During the procedure, there was one high impedance at the end of each new lead and it was determined through troubleshooting that the ipg was the issue. Therefore, the ipg was also explanted and replaced. Postoperatively, the patient has effective therapy.